Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown surgery that the screw head was faulty and unable to be picked up by the screwdriver. There was no consequence to the patient. Concomitant device reported: screwdriver (part number unknown, lot unknown, quantity 1), ti low profile neuro screw self-drilling 4mm (part number 400.834, lot unknown, quantity 1). This report involves one (1) ti low profile neuro screw self-drilling 4mm. This is report 1 of 2 for (B)(4).